Manufacturer narrative:
The device was not returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: the affected device was retained by the hospital. The evaluation of this complaint is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the tip of the access wire separated from the shaft while withdrawing the wire through a needle while gaining access to a gore-tex vascular graft. The wire fragment is pinned in place by the fistula outer wall keeping it from migrating. No patient harm or injury was reported.